Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, seroma, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5073035) that a (B)(6) year-old caucasian female patient with history of right multicentric breast cancer and bilateral nipple sparing mastectomy with expander reconstruction in 2013 and final reconstruction with two 375cc mentor memorygel breast implants on (B)(6) 2014, has reported unexplained systemic symptoms, which included but not limited to dry eyes, dry mouth, dry throat, tight skin, fatigue, anxiety depression, stress, muscular and joint pain, neurasthenia, paraesthesia, hair loss, memory loss, fever, sweating, sleeping disorder, mental concentration impaired cognitive and dermatological symptoms and sjogren's syndrome (have tested positive for sjorgren¿s anti ss b). It was also reported that the patient has developed bilateral capsular contracture associated with breast implants. After complete capsulectomy bimanual exam was performed and no abnormalities noted other than flattening of the ribs from long standing contracture per operative report. The patient also reported seroma on the right side. As a result, the patient had undergone breast implants removal on (B)(6) 2017). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear.this medwatch form is for the right breast prosthesis.